Event description:
It was reported that during an unk procedure, the handpiece was giving solid tones. Another instrument was used to complete the procedure with not pt consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device no longer meets the specs for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.